Event description:
After an implantation period of approx. 42 months, it was reported that eri was detected by home monitoring. The patient was called in. The eri status was confirmed during follow-up.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process of this ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. The ICD underwent a status interrogation with a clinical programmer, and the device memory was analyzed. The device status was eri, 14 charge processes had been documented. The charge drawn from the battery was checked. An inconsistency between drawn charge and measured battery voltage was detected. The current uptake of the device was then tested, which proved to be inconspicuous. An additionally performed long-term study of the current uptake also showed no anomalies. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached. The ICD was then opened. The visual inspection of the internal structure showed no irregularities. The battery voltage was measured directly and showed a battery discharge that did not meet expectations. The battery was returned to the manufacturer for a destructive analysis. First, the production documents of the battery were reviewed, which showed no anomalies. The battery was opened and visually inspected. The visual inspection detected a damaged insulation. This damage enabled an increased battery-internal self-discharge, which then led to the clinical complaint. In summary, an increased battery-internal self-discharge was detected during the analysis. Based on the analysis, the therapy functions critical for the patients safety were available without any limitations during the implantation time.